Manufacturer narrative:
During our final investigation, it was discovered the initial MDR 1035166-2018-00050 report had failed submission. Based upon our findings, we have resubmitted this initial MDR report. The device history records for this lead model goes beyond oscor's record retention period, however, inspection procedures require any oscor product pass all in-process and qa final inspection before shipping to the customer. The permanent pacing lead final inspection procedure for this device indicates that the lead is checked 100 percent for electrical function. Final qa inspection of permanent pacing leads includes an insertion/withdrawal force test on is-1 connector on the first and last serial number of the work order and 100 percent inspection regarding: length measurement of the lead, distal spacing measurement, pull test on the connector, electrical dc resistance is checked ring to ring, pin to tip and pin to ring (on pr leads, use helix to connector pin as contact), measurement of "d" dimension on is-1 connector and tubing inspection is done. Following a general inspection the following is done: verify proper application of adhesive, check outer hull to inner hull laser weld for proper placement, coil is checked for kinks, the connector sleeve and o-rings are examined for nicks, cuts, excessive flash or excessive adhesive residues on its surface, electrodes are examined for residue and scratches, rotational pin to pin hull laser weld is checked for proper weld, and helix is checked by extension and retraction. Prior to packaging the helix is completely retracted and protector tubing is attached. Instructions for use (IFU) informs the user of these possible complications: with the use of endocardial leads, complications might occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. In addition, the IFU provides the user product awareness: the pacing leads are implanted in the extremely hostile environment of the human body. Because the leads are very small in diameter and must be very flexible, it inevitably reduces their potential performance and longevity. Leads may fail to function for a variety of causes, including medical complications, body rejection phenomenon, fibrotic tissue problem, or a failure of lead by damage, fracture, or by breach of their insulation. The IFU precautions the user: perform procedure under fluoroscopic guidance. The device was in use for treatment for over 16 years prior to being explanted. The lead will not be returned for analysis and as a result the clinical observations (noise/oversensing) cannot be confirmed. Noise/oversensing is a recognized clinical event referenced in the device's labeling. Based on the investigation, a CAPA is not required. This lead is no longer manufactured by oscor. Oscor will continue to monitor this event type. The event will be re-evaluated if additional information becomes available.

Event description:
It was reported that sensing and detection issues including noise, oversensing, pacing inhibition and "no asystole" were observed during routine patient follow-up. Impedance issues with low pace less than 200 ohms were also indicated. The patient was hospitalized with surgical intervention; the right atrial(ra) lead was extracted on (B)(6) 2018 and a new lead was implanted. The ra lead is not available for return.